Event description:
This past late spring I became aware that I was experiencing a short dry cough several times a day. This is a new symptom. I am not congested, do not have covid, have been vaccinated, and am otherwise healthy. The cough seems to come from a perceived irritation in my chest; not my throat or nasal area. I had been using a CPAP machine for about 10 years when I switched to they phillips "dreamstation" CPAP machine in early (B)(6) 2020. I have now stopped using the recalled CPAP machine, (B)(6) 2021. I have not reported this to my doctors. FDA safety report ID # (B)(4).